Event description:
It was reported via the stryker facebook page, "im 70 had mako surgery done in (B)(6). Im over months post surgery and im still having trouble standing up and still have some pain. Can't really say I'm happy but as I heard way to.much is everybody is different, I mean I get that but there's a limit to that. I am getting better but honestly, I've been out of work so long im just going in debt. I did do all the therapy correctly!! I was very careful to do things as instructed. Just can't say im real happy about the outcome at this time. 5 months out ya'll !!!"